Manufacturer narrative:
Additional information has been requested. Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported excessive movement of the aberrometer when attached to the scope. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. All of the screws were retightened. This resolved the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to loose screws. How or when the screws became loose cannot be determined conclusively the manufacturer internal reference number is: (B)(4).